Event description:
At the end of a hysterectomy procedure, the lap sponge was removed and a string remained in the pt. The surgeon saw and removed the string. There was no pt injury from this incident.